Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was not working. It was tested and it did not turn on. The power cable was tested and it worked on other equipment. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not duplicate the reported issue. It was observed that the keypad was not functioning, so the keypad was replaced. Software was reloaded. The programmer then passed all final quality assurance tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.